Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of one-link non-dehp standard bore catheter extension sets were associated with hub-to-catheter connection separations. In one of the events, a patient had an IV-catheter inserted, flushed and saline locked, secured with tape, and fitted with an alcohol disinfecting cap. When attempting to connect IV fluids, the connection was found detached from the catheter and loose in the patient's bed. The issue was identified prior to administration of IV fluids. There was no report of patient injury or medical intervention associated with this event. No additional information is available.